Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("after my surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight increased ("I hope I am able to loose weight"). The patient was treated with surgery (underwent surgery). At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholecystectomy ('gall bladder out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating pain"), nausea ("nausea"), malaise ("feeling sick and tired") and fatigue ("feeling sick and tired"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("I hope I am able to loose weight"). The patient was treated with surgery (underwent surgery). At the time of the report, the pelvic pain, cholecystectomy, abdominal distension, weight increased, nausea, malaise and fatigue outcome was unknown. The reporter considered abdominal distension, cholecystectomy, fatigue, malaise, nausea, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: nausea, bloating, cholecystectomy, feeling sick and tired. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received- event after my surgery was updated to pain. New events nausea, bloating, feeling sick, gall bladder out and tired were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("after my surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight increased ("I hope I am able to lose weight"). The patient was treated with surgery (underwent surgery). At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.